Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump did not work. The customer stated that the device alarmed no delivery and he had already performed troubleshooting procedures, but this did not resolve the issue. The blood glucose reading was 589 mg/dl. He declined troubleshooting assistance, stating that he threw the device across the room and now requested its replacement. He stated that he kept getting no delivery alarms. He noted that about 45 minutes prior to the call, he treated with almost 100 units of insulin, and his most recent blood glucose had finally lowered to 477 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.